Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the enteral feeding pump had a buzzer failure. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿the enteral feeding pump had a buzzer failure.¿ the unit was triaged and the customer¿s reported condition was confirmed. When the pump was powered on it did not tone. The device was opened and inspected. Component r25 was missing from the buzzer circuit. The resistor could not be found in the housing, the solder pads indicate a resistor was once in place. A new resistor was soldered in its place. When the device was powered on audible tones were present. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.